Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, patient's legal representative stated dysuria, uti and urge incontinence.